Event description:
Abad-santos, m., shin, d.s., monroe, e.j., flowtriever aspiration thrombectomy for thrombosed venous stents: an experience in seven patients. Cardiovasc intervent radiol (2022) 45:715¿717. This article presents on 13 thrombosed venous grafts in 7 patients. 2 grafts were reported to be zilver vena stents, it is unclear if these stents are in 1 patient or 2 patients. One patient with a thrombosed zilver vena stent was a 47-year-old woman who suffered a mechanical fall and was found 2 days later to have a left iliac vein stent thrombosis. Thrombectomy was performed with bilateral iliocaval stent reconstruction. Completion venography showed flow through the stents.